Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient did not stored the sensors according to manufacture recommendations. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: if stored outside of 36° f-77° f, your sensor glucose readings may not be accurate, resulting in you missing a severe low or high glucose event.